Event description:
The doctor indicated that the zirconia abutment fractured through the interface after being in the mouth just over two years. There was no report of injury to the patient

Manufacturer narrative:
The device has not been received for evaluation. This event is being reported due to a single proceeding medical device report where surgical intervention occurred. This event is a subsequent malfunction. The risk to patient health is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.